Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring was not attached to the cartridge. Customer's blood glucose was 112 mg/dl. No additional patient or event information.